Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is inoperable due to the patient not charging the device as recommended. The issue was resolved through battery replacement. Postoperatively, effective therapy was restored.